Event description:
The pt reported charging issues between the implant and the external equipment. The problem was not confirmed. During a lead revision procedure, the surgeon decided to explant the system.

Manufacturer narrative:
The leads will not be returned for eval.